Manufacturer narrative:
Additional information/ investigation result will be submitted in a supplemental report.

Event description:
It was reported that a prosa shuntsystem with progav (#fv785t) was implanted during a procedure performed on (B)(6) 2019 . According to the complainant, the shunt system was believed to be operated in underdrainage. The ventricle were dilated. The patient underwent a revision procedure. The complainant device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: (B)(6) years (born in (B)(6)). Height: 180 cm. Weight: 90 kg. Gender: male.

Manufacturer narrative:
Investigation: visual inspection: a deformation of the outer housing of the prosa and progav valve was observed through the visual inspection. The prosa valve housing was subsequently measured and confirmed/indicated the presence of a deformation. The housing deformation measured at - 0.082 mm, outside the tolerance of 0 ± 0.02 mm. The progav valve housing was subsequently measured and didn't confirmed a affecting presence of a deformation. The housing deformation measured at - 0.009 mm, inside the tolerance of 0 ± 0.02 mm. Permeability test: a permeability test has indicated that the progav valve has a blockage and that the prosa is permeable. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. Because the progav valve is not permeable, a computer controlled test is not possible. The prosa is tested in the vertical positions. The results show that the valve operates within the accepted tolerance. Adjustment test: the prosa and progav valve were tested and are adjustable to all specified pressures. Braking force and brake function test: the brake functionality test of the progav valve has shown that the brake function is fully operational and the braking force is within the given tolerances. The test of the prosa valve has shown that the brake function operates as expected. However, the breaking force required was not within the specified tolerances. Results: it should be noted that the product was received dry (i.e. Not submersed in liquid as recommended). The investigation of dry items is not significant due to the affect dry deposits of liquor and blood can have on product performance. In spite of this, we have investigated the valve to the best of our abilities. First, we performed a visual inspection of the prosa shunt system. A deformation of the outer housing of the prosa and progav valve was observed through the visual inspection. The deformation of the prosa valve was confirmed through a measurement of the parallelity of the valve housing, but the progav valve was within the given tolerances. Next, we tested the permeability, adjustability, and opening pressure of the valve, as well as the brake functionality and brake force. The progav valve was not permeable. Due to the non-permeability of the valve, a computer controlled test was not possible to further investigate the clinical claim of under-drainage. All other specifications were met. The prosa valve operated as expected, however the brake force was outside of tolerance. All other specifications were met. Finally, we have dismantled the valves. Inside both valves we have found build-up of substances (likely protein). Based on our investigation, we can determine the presence of occlusion in the prosa shunt system at the time of investigation. We suspect that the deposits found inside the valves have led to the functional impairment. As described in scientific literature, deposits caused by natural substances present in the liquor, such as protein, blood or tissue particles, are among the known and inevitable risks of hc-therapy by shunt implants. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.